Event description:
A medtronic representative reported that, while in a procedure, the surgeon alleged the navigation system intermittently stopped and started during navigation. No further details regarding the issue were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Patient information was not made available from the site. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. The medtronic representative tested the navigation system with resin head, went over set-up procedure to make sure metal "christmas tree" was not too close to emitter. Issue resolved. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.